Event description:
Gonarthrosis [osteoarthritis]. Swelling [swelling]. Case description: spontaneous report was received on (B)(6)-2011 from a physician regarding a (B)(6) female patient, initials (B)(6). The patient's medical history was not provided. In 2011, the patient initiated synvisc 2ml injection weekly and developed unspecified reaction. Only one injection was used, the remaining two were sent back. The product lot number was q1009 and the expiration date was feb-2013. The outcome of the event was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The reporting physician did not assess the relationship between synvisc and the event of unspecified reaction. Additional information was received on (B)(6)-2011 in the form of qa results. The production and quality control documentation for lot number q1009, expiry date 2013-02 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. As of (B)(6)-2011, a total of 12 complaints have been reported for this lot including this one: (1) adverse event report, (1) luer lok hub breakage, (1) detached luer lok hub (5 syringes), (1) detached plunger rod, (4) detached needle hub (2 syringes), (1) damaged treatment box/damaged shipper box, (1) mislabeling, physician insert, (1) damaged shipper box and (1) leakage. Genzyme biosurgery will continue to monitor complaints as stated in sop (B)(4) "product complaint handling" to determine if corrective action is required. Additional information was received on (B)(6)-2011 which made the case serious. On (B)(6)-2011, the patient initiated intra-articular synvisc 2ml injection weekly for gonarthrosis. On (B)(6)-2011, she developed gonarthrosis and swelling. In response to the event synvisc was temporarily discontinued. Both the events were not recovered. The intensity for both the events was severe. The reporting physician assessed the relationship between synvisc and both the events as probably related.

Manufacturer narrative:
The benefit-risk relationship of the product is not affected by this report. Evaluation summary: the production and quality control documentation for lot number q1009, expiry date 2013-02 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. As of (B)(6)-2011, a total of 12 complaints have been reported for this lot including this one: (1) adverse event report, (1) luer lok hub breakage, (1) detached luer lok hub (5 syringes), (1) detached plunger rod, (4) detached needle hub (2 syringes), (1) damaged treatment box/damaged shipper box, (1) mislabeling, physician insert, (1) damaged shipper box and (1) leakage. Genzyme biosurgery will continue to monitor complaints as stated in sop (B)(4) "product complaint handling" to determine if corrective action is required.